Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was there any change to procedure or post-op patient care as result of issue that occurred with devices (as synergy form reads no adverse event but also later reads required intervention to prevent permanent impairment/damage)? No, change to procedure or post-op. But, at the time we made the complaint, immediately after the surgery, we can't tell what will happen in the post op. But if the clips open, that could lead to an re-intervention. Was there any patient consequence? No. How many er320 device had an issue on procedure as synergy form reports one device will be returned under product information and event description says I am returning the two (are you returning two clips with the one device)? One device and two clips open.

Event description:
It was reported that during a sigmoidectomy procedure, when the surgeon tried to clip an artery, the device didn't work properly. The clips were malformed. One was scissor-like and the other was completely open. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. The patient is in stable condition.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.